Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage at the electronic assembly. The pump had moisture damage at the motor assembly. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 143 mg/dl at the time of incident. The customer's spouse stated that there was condensation under the screen and the pump shut off. The condensation was due to humidity and hiking. There was no crack on the pump but the screen was popped up according to the customer's spouse. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.